Event description:
Pump1: continued upstream occlusion alarms despite interventions. Heparin was infusing via this pump, potential to cause harm. Passed all tests, sent back to service. Pump2: upstream occlusion alarms despite intervention, heparin was infusing. Passed tests, sent back to service. Pump3: upstream occlusion alarm more than once after attempting to remedy. Sent back to baxter to repair pump4: upstream occlusion alarms despite interventions. Fluid bolus attempting to be delivered. Htm found no issues, sent back to service.